Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, left acetabulum. It was reported that during the procedure, the clamp broke at the hinge. The broken part was easily seen and retrieved from the patient. A surgical delay of approximately three minutes was reported.

Manufacturer narrative:
The reported event that jungbluth clamp for 3.5mm screws, wide pro was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied force during use (possibly misuse of the device). The device inspection revealed the following: the returned clamp is indeed not in working order anymore. A close up shows that the top part of the slider is indeed missing/broken off. Unfortunately the other broken piece has not been returned. Note that this clamp has to withhold high mechanical force when used. It was noted that for that kind of breakage, the clamps needed to be pulled apart from each other and not pushed together, which is actually the main function of the clamp, to push the fracture together in order to reduce it. Mechanical tests performed show that when used correctly, the screws counterpart will deform before any damage occur to the clamp, this gives us an indication that there might have been a misuse of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Primary procedure, left acetabulum. It was reported that during the procedure, the clamp broke at the hinge. The broken part was easily seen and retrieved from the patient. A surgical delay of approximately three minutes was reported.